Event description:
The customer stated that the new clinical chemistry serum ict calibrator lot # 0505017 is generating a lower calibration slope and an out of range quality controls low for potassium. The calibration slope and the quality controls are within the expected range for sodium and chloride. After opening a new vial of the ict calibrator, the customer was able to calibrate potassium within the acceptable slope. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.